Manufacturer narrative:
Device code (B)(4) applies to desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the circumstances that led to ins dead was the charger just stopped working, got blank screen, patient¿s activity hadn¿t change. Patient said the replacement of the desktop charger resolve ins dead immediately. No further complication and event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstance that led to ins dead was it just stopped working, and the replacement of desktop charger resolved ins dead immediately. No further complication and no symptoms were reported.

Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found that connector pin was broken. Device code (B)(4) applies to pli desktop charger fdc (B)(4) applies to pli desktop charger if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other application component is: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin was broken. (B)(4). All fdm and fdr codes apply to the desktop charger (serial # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported ins recharger (insr) came up with a picture to recharge the recharger but patient was getting nothing now. Patient¿s insr was dead and ins was dead. Patient services worked with patient to try reset which was unsuccessful, she thought the black cord was not making connection. It was noted insr screen was blank and connector pins were bent on desktop charger. No further complication and no symptoms were reported.